Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be either that the upstream occlusion alarm was not turned on or that the expulsor was faulty, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was running however no medication was infused. The pump alarmed and upstream occlusion. No additional information no patient injury.